Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch :a000128169

Event description:
It was reported that the patient was unable to set the system into MRI mode following a fall in (B)(6) 2023. Additionally, the patient experienced ineffetive therapy. Diagnostics revealed high impedances on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the issue.